Event description:
It was reported the patient met a sjm representative for reprogramming. System diagnostics revealed autoreduction and high impedances on the lead. A sjm representative was unsuccessful to restore effective stimulation. Surgical intervention will be taken at a later date to address the issue. Date of event unknown.

Event description:
Further follow up identified the scs lead was explanted and replaced with another model which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.